Manufacturer narrative:
Sample has not been received in time for this report, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the return tube fell off of the adaptor during nebulization on a pt. No pt injury reported.